Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, was a tip of the el5ml jaws broken off?" If so, was the tip of the jaws retrieved?

Event description:
It was reported that surgeon used el5ml for a lap cholecystectomy case. The tip of the clip applier got dislodged and few clips fell into the surgical field. Surgeon removed the clips and used new applier. Surgery was delayed forty-five minutes. Patient consequence was not reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 8/20/2021 h2: additional information received: the jaws got disengaged from the groove (detached from the groove of the tip). Part of the jaw detached from grove, it didn¿t detach completely.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. D4: batch #r9562x. H6: component code: mechanical (g04). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with both jaws disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, four clips were found inside the clip track. No conclusion could be reached regarding what caused the jaw disengagement. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.